Manufacturer narrative:
H6: code c19: a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. Engineering evaluation: the primary reported failure mode, related to a broken deployment line, was confirmed during engineering evaluation. The root cause of the primary failure mode could not be established with the available information. The returned device also exhibited damage (e.g. Endoprosthesis displacement). The cause for this damage could not be determined, but it is consistent with damage resulting from an unknown device interaction during withdrawal or manipulation of the device either during or after the procedure. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, the patient underwent a procedure where a fistula gram in the right (unknown if it was upper, lower, or forearm) arm was performed where a gore® viabahn® endoprosthesis (viabahn® device) was used in a fistula (unknown if artificial graft or native fistula). It was reported the physician accessed the patient using an unknown size / brand introducer sheath over an unknown size / brand guidewire to the target treatment zone. It is unknown if there were advancement issues. Reportedly, the deployment line was pulled and broke. It was reported that the endoprosthesis did not deploy. It is unknown if there was distal expansion. The procedure was completed utilizing another gore device. The patient did not experience any adverse consequences.